Event description:
This case was reported by a lawyer and described the occurrence of a spastic paraparesis in a female patient who used super poligrip as a denture adhesive. The patient's past medical history included ankle fracture, lumbar nucleus pulposus herniation, and shoulder surgery. Concurrent medical conditions included chronic lumbar pain and lumbar degenerative joint disease. On an unknown date, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced spastic paraparesis and nerve injury. At the time of reporting, the events were unresolved. Information was received on 12/15/2011 via medical records. On (B)(6) 2007, the patient had a neurological evaluation. In 2003, the patient noted pain in her legs described as an aching, beginning in the thighs. These symptoms continued with additional pain in the distal lower extremities, which began to radiate up into the thighs at that point. In (B)(6) 2006, the patient noted increased stiffness in the lower extremities with difficulty in ambulation and falling. The patient was diagnosed with spastic paraparesis. Because of her disease process and the increase in her physical difficulties, the patient qualified for disability. On (B)(6) 2008, the patient had fallen twice in the past week and a half. The patient was bedridden for four days after her first fall. On (B)(6) 2008, the patient was using a wheelchair for movement. On (B)(6) 2009, the patient had stopped using the walker and was now using a scooter. The patient had completed her course of physical therapy. The physical therapist wanted her to use her walker more, but she was falling.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).